Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an interventional transcather aortic valve replacement (tavr) procedure with a small-bore sheath. Reportedly, after the device was inserted and positioned, the footplate was opened and closed. Tissue was caught in the footplate, causing the footplate to be unable to retract fully. The device was unable to be removed after multiple attempts. A nick and spread was performed; however, the device was still unable to be removed. The footplate was still unable to reopen. The device was disassembled; however, it remained stuck. A cut-down was performed to remove the device, repair tissue damage, and to achieve hemostasis. Post procedure, the physician stated that the footplate of the device was wedged in between two pieces of calcium. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break was observed as material separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Additionally, unused devices were tested successfully with no anomalies noted. Based on the information provided and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to damage observed prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.